Event description:
Patient was injected 12 days ago with radiesse and revanesse lips+ and rha. 2 and redensity. There were no concerns or adverse events at the time of injection. 7 days post infection developed a rash, rash is more prominent in the areas where the lips+ was injected.